Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9: product received date: (B)(6) 2025. H3: one device was returned for evaluation with complaint that the downstream occlusion (dso) sensor was delaminated. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found nothing related to the complaint. Visual and functional testing was performed. Complaint was verified through visual inspection. Found dso seal and upstream occlusion (uso) seal delaminated. Replaced dso and uso seals. Device passed all testing criteria post repair.

Event description:
It was reported that the dso (downstream occlusion) sensor was delaminated. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.